Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows error code 46446. Functional testing showed error code 46446 after power up. The cause of the issue was unknown. The device was scrapped.

Event description:
The device was returned for repair. There was unknown patient involvement. Analysis of the device found that the error code 46446 was shown after power up.